Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported the globe felt firm and intraocular pressure was increased during a laser assisted cataract procedure on the patient's right eye. When prepping for phacoemulsification, the surgeon noticed the patient globe felt very firm. Intraocular pressure was 37 when checked using a tonopen. Phacoemulsification was completed without complication. A beta blocker was instilled topically prior to and at the completion of phacoemulsification. A parasympathomimetic preparation was used intraoperatively prior to sealing wounds.

Manufacturer narrative:
Without a technical evaluation of the system, it cannot be determined if system parameters led to the reported event. As the laser procedure did not have any complications and the firm globe was noticed prior to the phacoemulsification stage in a cataract procedure, surgical technique and external factors may have also contributed to the reported event. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event can be attributed to patient movement. The manufacturer internal reference number is: (B)(4)..